Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used with a versacross connect during transseptal puncture (tsp). Following successful tsp, the physician flossed the septum with the versacross dilator, and the was started working its way out. When the physician attempted to readvance the versacross connect dilator and was across the septum, the entire system jumped across the septum despite having the pigtail wire in place. The tip of the versacross connect dilator punctured and tore the tip of the laa. A subsequent pericardial effusion was noted, and the procedure was aborted. Pericardiocentesis was performed to drain the effusion and desmopressin was given to the patient. The patient was then transferred to the operating room, and the laa was surgically clipped. The patient was expected to fully recover from this event. No further patient complications were reported.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative surrounding the event.

Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used with a versacross connect during transseptal puncture (tsp). Following successful tsp, the physician flossed the septum with the versacross dilator, and the was started working its way out. When the physician attempted to readvance the versacross connect dilator and was across the septum, the entire system jumped across the septum despite having the pigtail wire in place. The tip of the versacross connect dilator punctured and tore the tip of the laa. A subsequent pericardial effusion was noted, and the procedure was aborted. Pericardiocentesis was performed to drain the effusion and desmopressin was given to the patient. The patient was then transferred to the operating room, and the laa was surgically clipped. The patient was expected to fully recover from this event. No further patient complications were reported. It was further reported that the pericardial effusion was identified along the ventricles via intracardiac echocardiography (ice). The patient was discharged home two days post procedure.